Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush heads...keep on coming off - oral-b [device breakage] toothbrush heads...loose when fitted to the toothbrush - oral-b [device connection issue] case narrative: male consumer via e-mail stated that the oral-b toothbrush heads were loose when fitted to the oral-b toothbrush and kept coming off. No injury was reported.